Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found outside of the patient's body shortly after surgery. The complainant alleged that the balloon was damage however, there were no missing pieces.

Manufacturer narrative:
Received only catheter. The reported event was confirmed; however, the cause is unknown. The visual inspection noted irregular balloon burst. No pieces of sac were missing. The functional evaluation was conducted as follows: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. Dimensional evaluation: eye snip length: 3/32¿, inflation lumen coverage: 11 thou, balloon thickness: 27 thou, burst initiated from bottom collar of sac: 0.6cm. Tactile evaluation: balloon thickness measures 27 thou. In addition, the edges of the burst area were swollen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "a review of the device labeling is adequate to prevent the reported event. See labeling attached to preliminary eval attachments on sample evaluation tab. Caution state "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found outside of the patient's body shortly after surgery. The complainant alleged that the balloon was damage; however, there were no missing pieces.